Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a right ventricular explant. During the procedure, the physician elected to explant and replace the right atrial lead due to a possible insulation breach. The patient was in stable condition.